Event description:
It was reported the patient had a loss of therapeutic effect and a return of tremors at 3 am on the day of this report. The implantable neurostimulator (ins) battery was at zero percent. The healthcare professional (hcp) had begun charging the ins. The day of this report was the day the patient was to charge the ins. The patient was in a rehabilitation hospital due to a broken right humerus caused by a fall on (B)(6) 2015. During troubleshooting, the ins was confirmed to be off. After charging for two hours with 6-8 coupling bars the ins was at 50 percent charged. The ins was able to be turned back on and the patient¿s tremors stopped. Two days later the hcp reported they were having trouble charging. The hcp could get 6-8 coupling boxes, but they also had zero coupling boxes. The hcp was able to charge the ins, but the patient and their wife struggled to get good coupling. The patient had an appointment scheduled with their hcp for the following day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0p46d, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0p46d, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).